Event description:
The manufacturer received information alleging the leak test step had failed when it was performed on a trilogy ev300 device. A service call was placed to the local philips helpdesk for this issue. There was no harm or injury reported. A remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that they do not have codes. The customer replaced the three-way (3-way) solenoid valve to address the issue. The customer confirmed to the philips rse that after replacing the 3-way solenoid valve on the device, the issue was resolved on the device.